Manufacturer narrative:
Evaluation summary: the review of the expertise files confirmed the reported event. The event occurred because the smartview connect was able to connect to the back office, while the implantable device did not, and the last connection was old. The message counter was then reset and the patient received a message every day. The bug was identified and is being corrected.

Event description:
Reportedly, the patient received every day at 10h02 a text message in english.